Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker had battery depletion. It was indicated that the patient was in atrial fibrillation (af) so the device was reprogrammed. Engineering analysis confirmed that depletion was the result of af and high atrial sensing and there was no evidence of premature battery depletion (pbd) due to hydrogen. Moreover, high atrial sensed rates can cause an increase in power consumption. As of this time, the device remains in service. No adverse patient effects were reported.